Event description:
It was reported to boston scientific corporation that a therapeutic hydrothermal ablation procedure occurred (procedure date is not known). Post procedure, approximately ten days later, the patient developed a fully cavity infection (event date is not known.) The patient was administered antibiotics for treatment. A staff physician verified with our boston scientific representative that a patient is "doing fine." Attempts to obtain additional information have not been successful prior to submission of this report. Boston scientific is continuing to pursue additional information regarding this event.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A ship history record review was conducted and revealed three possible lots for the device : 0000032433, 0000032315 and 0000030700. A review of the device history record (DHR) was performed on these lots; no anomalies were noted. Our analysis indicates no evidence of a manufacturing related issue due to this reported event description and no potential cause for this type of event was found. It is noted in the dfu (direction for use) that infection or repairs are a possible adverse event which has been reported in association with the use of the hta system.